Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had multiple button errors. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump was worn in wet bathing suit in the pool and multiple button errors occurred. The customer was assisted in clearing the alarm by pressing esc and act; however, the message did not disappear. The insulin pump will not be returned for analysis.